Event description:
It was reported that the device displayed alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer for error 240-4150. As found 9.17.0 sw as left ver 9.17.0.22. Replaced rear case for cracked top/bottom case. Replaced right iui corroded. Tested pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/28/2012 to the present date 10/09/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device displayed alarm - error codes / messages. There was no patient involvement.